Manufacturer narrative:
The reported problem and the lot number combination is the same failure already documented in a field action fa-2024-050. The investigation has been performed and identified the causes of the reported particulate matter within the inlet primary packaging inlet components (including within the sterile fluid path tubing) are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hundred forty-two (142) exactamix syringe inlets had foreign matter described as hair, fiber or a black spot. This was noticed during visual inspection prior to use. The foreign matter was identified at the following locations: connectors, tubes, and pouches. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in an event that could result in a serious injury. This product has not been distributed for use. Should additional relevant information become available, a supplemental report will be submitted.